Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine that would not power on prior to the start of treatment. The machine reportedly had an unspecified melted component. There was no patient involvement. A technician reportedly activated the main switch, and confirmed the machine passed functional checks and returned to service. Additional information was requested but was not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A technician reportedly activated the main switch, and confirmed the machine passed functional checks and returned to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.